Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR. :the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the in-stent restenosis of a previously implanted non-bsc stent in the right coronary artery (rca). A 2.50 x 12 synergy ii drug eluting stent was advanced to treat the lesion. However during the procedure, upon attempting the withdraw the device, the stent came off from the delivery balloon and was left in the vessel. Snaring of the dislodged stent was attempted but was unsuccessful. The case was aborted and the patient was kept under observation. No further patient complications were reported and the patient's status was stable.